Manufacturer narrative:
(B)(4): this customer reported that the defib pads would not connect to the therapy cable during a patient event. The users switched to another device to treat the patient. The involved patient died, but the customer has stated that the device was not a factor in the patient outcome as they were able to treat with the other device. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
This customer reported that the defib pads would not connect to the therapy cable during a patient event. The users switched to another device to treat the patient. The involved patient died, but the customer has stated that the device was not a factor in the patient outcome as they were able to treat with the other device.